Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The patient was seen in follow-up and troubleshooting was performed. Besides noise on the shock channel due to isometric movements and high pace impedance, lead measurements were otherwise stable and within range. The patient will be monitored via the latitude remote patient monitoring system, and their next scheduled follow-up is in three months. No adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.